Event description:
Customer reported that the last couple times they filled the reservoir they only see three bars on the screen of the insulin pump. Customer stated they also go through insulin more quickly and moisture is visible under the display of the screen. Customer believes the moisture is insulin and also reported that he smells insulin in the reservoir compartment. Customer also mentioned experiencing high blood glucose readings. Customer's blood glucose reading at the time of the call was 309 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2014-95012.